Manufacturer narrative:
Complaint confirmed. Visual evaluation showed that the shaft of the device was cut. The cut section showed discoloration around the ceramic encasing and back of the electro face. The ceramic encasing of the probe was dented and chipped around the electro face. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, and the use of the device for extended periods of time without irrigation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during shoulder surgery, the resin part at the tip of the aspirating ablator 90°, ar-9821 fell off. No adverse effect on the patient reported.